Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl. And the sensor glucose was 62 mg/dl. The sensor glucose value that triggered the suspend event was 60 to 70 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected two opened or used sensors and performed visual inspection and found both sensor needles bent inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned opened/used.